Event description:
Information was a received that a smiths medical cadd legacy, mdl 6500 alarmed "no disposable, clamp tubing". When the customer replaced the pump with two others, the same alarm followed. When the cassette was replaced, the alarm was resolved. No patient injury resulted.